Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient's cannula or needle was fractured when customer removed the set and that could be the reason for insulin flow blocked alarm occurred. The blood glucose level of the patient was 468 mg/dl and treated with manual injection. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.